Manufacturer narrative:
The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number (lot 504743) for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification.

Event description:
The initial reporter received a questionable elecsys ca 19-9 immunoassay result for one patient sample tested on a cobas e 801 module serial number (B)(4). The initial result was reported outside of the laboratory. The patient's sample was rerun twice because the initial result did not fit the clinical picture of the patient. The initial result at 10:16 was 56.2 u/ml. The first repeat result at 10:16 was <2.00 with a data flag. The second repeat result 11:47 was <2.00 with a data flag.